Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested, and returned to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Lvp motor stall recall 2013- 05/29/2018 15:29:14 sandra j mcdonald (smcdonal) lvp motor stall recall 2013 craig bakuzonis 352-265-0056 bakuzc@shands.ufl.edu 06/08/2018 12:33:39 lien n tran (ltran) est-rcl to mjr 06/21/2018 10:45:32 jessica galang (jgalang) updated from rcl to mjr for the major repair needed per lien tran, service tech. Repair approved by mark depka at depkam@shands.ufl.edu for $365. New po# is 1801151992. Npi 06/22/2018 09:42:12 lien n tran (ltran) r03 x-ray recall is done on 2008. 06/26/2018 06:28:55 annette a mendez (amendez) 1z9791540271784629 10/22/2019 15:28:59 mikee d baldonado (mbaldona) during the repair process, it was determined that the original problem code should have been brok (broken damaged) for complaint trending purposes. File reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review or a no patient involved statement. This file contained documentation of product deficiency allegations, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, which required a level 2 customer advocacy quality review.